Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the non patient needle separated from the holder hub. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the needle separated from the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub - needle separation with the incident lot was not observed. The first 4 photos show hand injuries caused by a needle stick and the fifth photo shows a non-patient shield with the hub and needle inside it as well as the IV shield in another hand. No defect can be seen from this photo. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hub - needle separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the non patient needle separated from the holder hub. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the needle separated from the hub."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle the non patient needle separated from the holder hub. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: "the needle separated from the hub."